Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the adc device was reported. A caregiver reported that the customer received a high unspecified sensor scan result compared to an unspecified blood glucose reading obtained on an unspecified meter. The reported to have experienced a loss of consciousness but was able to self-treat with orange juice and glucose tablets. No additional treatment information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the adc device was reported. A caregiver reported that the customer received a high unspecified sensor scan result compared to an unspecified blood glucose reading obtained on an unspecified meter. The reported to have experienced a loss of consciousness but was able to self-treat with orange juice and glucose tablets. No additional treatment information was provided. There was no report of death or permanent impairment associated with this event.